Manufacturer narrative:
Product analysis: the display was confirmed to be out of calibration, and was re-calibrated successfully. The stylus cable had a cut, that was not affecting performance. The cable was replaced. The cooling fan was noisy, and was replaced. The storage bay door was found to be broken, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer was returned for service. There was no patient involvement.